Manufacturer narrative:
Part could be one of two lot numbers: 309155 or 308809.

Event description:
The slic screw was implanted mid february 2014. After one month, due to pain at the surgical site, an x-ray was taken that showed that the sections of the screw had separated and pulled through the joint in the wrist. The screw sections remain implanted.